Event description:
The doctor reported that he placed a total of ten inclusive implants (3.7x11mm). Of the ten placed, one implant, placed at tooth #27, failed due to improper placement by the doctor. The doctor stated that the implant was placed where he thought a grafted socket was located. What the doctor thought was a grafted socket turned out to be a submerged root. Both to root and the implant were removed and another implant was placed at an adjacent site. The pt is currently doing well.

Manufacturer narrative:
Na